Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 284 mg/dl. The customer was assisted on how to use bolus wizard and help reviewed bolus setting. The customer blood glucose is coming down and patient is in a hurry. The customer was advised to call tomorrow for high pressure test and if she need help. The customer understood and very thankful.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.